Event description:
Olympus was informed that during a therapeutic lap assisted vaginal hysterectomy, the user experienced a probe damage error and the tip of the probe broke off inside the pt. The broken probe tip was retrieved. The procedure was completed with a different but similar device. No pt harm reported.

Manufacturer narrative:
Olympus followed-up with the reporter to obtain more information regarding this report but there was no further information provided. The subject device has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.